Event description:
It was reported by service report that the siderail electronic controls were not working. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result - siderail cable.